Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total hip replacement procedure on unknown date and the topical skin adhesive was used. At the sixth week follow-up appointment, the patient presented with abscess and oral antibiotic keflex, 500mg four times daily, was prescribed. Additional information has been requested.